Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 177 mg/dl. The customer stated that insulin squirted out during manual prime. No numbers appeared on the screen and no beeps were heard. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly.